Event description:
It was reported that the user experienced a scan error when attempting to start a new fsl3+ sensor with the ilet mobile app; a subsequent scan indicated the sensor was already started and the pump displayed a warmup status, consistent with an intermittent communication issue involving the antenna/electromagnetic communication components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability-related communication problem consistent with intermittent communication failure associated with the antenna/electrical and magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.